Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014- 08430 & 08431).

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date and had subsequent surgeries involving competitor product. The patient underwent a revision procedure on (B)(6) 2014 due to infection and a biomet constrained head and acetabular liner were implanted with a cement spacer. The patient is currently dislocating as a result of collapse of the pelvic bone. A custom tri-flange component has been requested for a future revision procedure; however, the surgeon is concerned that there is not enough stable bone present for implantation of a tri-flange component. There have been no further revision procedures reported to date.